Event description:
It was reported that this implantable pacemaker was found in safety mode during in-office interrogation. The device was attempted to be interrogated several times without success and then a magnet was placed on the device, showing unipolar pacing in the programmer and safety mode operation. Technical services (ts) advised device replacement and the replacement procedure has been scheduled. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable pacemaker was found in safety mode during in-office interrogation. The device was attempted to be interrogated several times without success and then a magnet was placed on the device, showing unipolar pacing in the programmer and safety mode operation. Technical services (ts) advised device replacement and the replacement procedure has been scheduled. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found in safety mode during in-office interrogation. The device was attempted to be interrogated several times without success and then a magnet was placed on the device, showing unipolar pacing in the programmer and safety mode operation. Technical services (ts) advised device replacement and the replacement procedure has been scheduled. The device remains in service at this time. No adverse patient effects were reported.